Event description:
The patient called to report using the suspect device to check blood glucose. Patient obtained very high readings and would give extra insulin through her pump. Patient stated that patient had to go to the hospital and was treated for low blood glucose as a result. A hospital meter was used and patient's blood glucose was reported to be 30 and 28 mg/dl. The patient did not provide and detailed results from the suspect device because patient's claimed that patient was unsure which readings in memory corresponded to the incident. Glucose control solutions are not in use by the patient to check the accuracy of the system. The suspect device was replaced and authorized for return to the manufacturer for evaluation.